Manufacturer narrative:
Please note: a second gore® viabahn® device (jhjr051002j / 17842772) has been included in this report, as it is unknown which device may have been occluded. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® viabahn® endoprosthesis instructions for use, adverse events that may occur and/or require intervention may include, but are not limited to thrombosis or occlusion.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment using gore® viabahn® endoprostheses with heparin bioactive surface in the left superficial femoral artery. After an endarterectomy was performed, two gore® viabahn® endoprostheses with heparin bioactive surface were implanted distal to the origin of the left superficial femoral artery. The patient tolerated the procedure. On (B)(6) 2018, a follow-up examination reportedly revealed device occlusion. It is unknown whether one or both gore® viabahn® devices were occluded. It was reported the vessel diameter was larger after the endarterectomy was performed (measurement not available). According to the physician, the device diameter was smaller than the blood vessel diameter after the endarterectomy, causing ¿turbulence of blood flow¿ and resulting in thrombus.